Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that two of his sensors broke inside of his body. Customer stated that he removed the sensor and noticed that the sensor cannula had fractured. Customer stated that he was able to remove them without needing further medical attention. Nothing further was reported.